Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and multiple back operations. It was reported that the stimulation is not covering all of the areas it needs to. The patient has had 3-4 adjustments since the device was implanted. The patient stated that once stimulation is set, the setting changes all the time. The patient has to adjust one day at a certain level and another day at a different level. The patient was redirected to meet with their healthcare provider (hcp) to schedule a meeting with a manufacturer's representative (rep) to reprogram the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the stimulation did not cover the left side while placing during surgery and that it kept changing when it was reprogrammed the first time. The patient also reiterated that they were reprogrammed a couple times since the initial reprogramming but the issue has not resolved. No further complications were reported.